Manufacturer narrative:
Block d2b: pro code: qrb additional suspects medical device component involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 3001446 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The patient was doing well post operatively and the explanted device will not be returned.